Event description:
The customer returned the gastrointestinal videoscope which is an olympus asset with no reported complaint. During evaluation of the device chemical damage on c-cover and fluid contamination in plug unit was found. The service repair technician indicated that the most likely cause of the failures could not be established. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be established. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.